Event description:
Legal counsel for the patient alleges that patient underwent left hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2005. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient underwent a right total hip arthroplasty on (B)(6) 2006. Lawsuit further reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. No revision procedure is alleged.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined the allegations made in the initial report were sent in error as they were for a different patient. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." The following sections could not be completed with the limited information provided. Date of event ¿ exact date is unknown - revision performed in (B)(6) 2009. Product / lot code / expiration date - unknown; date of implant ¿ unknown; date of explants ¿ exact date of explants unknown - explant occurred in (B)(6) 2009. PMA/510(k) number; manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2012-02203 & 2014-05269/ -05270).